Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were retained by the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model:sc-2218-70. Serial: (B)(6). Batch: 7076030. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc221870. Model:sc-2218-70. Serial: (B)(6). Batch: 7078819. UDI: (B)(4).

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were retained by the patient.